Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no magnet rate and an irregular pacing rate. The physician elected to explant the ipg.